Event description:
(B)(4).according to the information recieved, an entire box of catheters had missing eyelets.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4).according to the information recieved, an entire box of catheters had missing eyelets.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow-up 1: the device was received for evaluation. Visual inspection confirmed missing eyelets, therefore the complaint was confirmed as reported.